Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the pump has rejected new batteries and casing was scratched. The clear ring was completely missing from reservoir port and the customer also had unexplained no delivery alarm. Blood glucose value at the time of event was unknown. Troubleshooting was declined. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.